Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and the presence of excessive bubbles inside the rbc (red blood cell) diluent dispenser and the rbc diluent dispenser was replaced. (B)(4). This MDR is related to MDR 1061932-2014-02438 for a similar issue at the same customer facility on a different date.

Event description:
Customer reported an error condition of vote-outs (non-numeric results) was generated for the white blood cell (wbc) and red blood cell (rbc) results when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.